Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Twelve devices were received for evaluation; 12 events were confirmed during testing. Twelve devices were found to be affected by corrosion of internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the devices caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. Eleven reported events had no patient involvement with no patient impact. One reported event had patient involvement with no patient impact.